Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to perform a system checkout. The uninterruptible power supply (ups) was replaced. (B)(4). The uninterruptible power supply (ups) was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had an unexpected shutdown. The user cannot get system to boot up. There is no blue power light illuminated. There was no patient involvement.